Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros amon patient results on a vitros 5600 integrated system. Patient 1 = 116 vs. An expected result = 45 mmol/l; patient 2 = 94 vs. An expected result = 55.5 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, the affected results were not reported as the customer believed the reproducible patient results to be true and were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected, vitros amon patient results were obtained on a vitros 5600 integrated system. The investigation determined that the most likely root cause of the event is analyzer related due to incubator contamination. Acceptable amon performance was obtained after performing the routine maintenance procedure of replacing the rate/cm microslide evaporation cap.